Event description:
This case was a revision case. Original case in november had a scapula fracture occur. The surgical team had to bail to a hemi at the time. The patient got a CT scan post op and we had revision software utilized. The surgical team used legacy tornier products everything went great. Primary implant was tornier perform.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.